Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for non-sustained lead noise. Upon review of the episode, no noise was observed. Instead, oversensing on the near field channel was observed due to ventricular safety pacing with non-capture immediately followed by a r-wave, resulting in non-sustained lead noise. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.